Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial arrhythmia and possible intermittent far field r-wave (ffrw) oversensing in the atrial blanking period. This does not appear to alter the device function. The lead remains in use. No patient complications have been reported as a result of this event.